Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had surgery due to their device not working which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that last year their stimulation would vibrate every time they leaned back. Patient was readjusted then a few months ago their pain was a 10 on a scale of 1 to 10 where the implant was in their back. Patient would get zapped sitting on the toilet or standing up brushing their teeth and patient snapped their toothbrush, or when they would bend at their knees. Hcp mentioned eventually patient would need a lead on their right side. Patient had pain on their left side. Patient currently had a lead on their left side and when patient would turn up the left lead they would get nothing. Patient couldn't bend no matter what and when they sit, stand, or lay down they would hurt. Patient's spouse could see a little bruise. Patient had to lose weight for their knees being done. Patient lost 25 pounds and gained 5 pounds back. Agent reviewed information. Patient was just leaning up against the counter and when they leaned back they felt a 'woosh' on their implant and tingle in their pants. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they don't have any records that it was removed. They recommended a battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that on (B)(6) 2024 they were experiencing a feeling like they were being electrocuted.  No troubleshooting was done and the cause was not determined.  The issue was on-going.